Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure, using an uphold vaginal support system, the needle detached from a mesh leg assembly after the physician depressed the plunger to deploy it, inside the patient and the capio misfired. The needle was not located. The procedure was completed with another uphold vaginal support system, with no complications to the patient, who is reportedly "doing well" post-procedure.

Manufacturer narrative:
Complainant indicated that the device will be returned for eval; however, it has not yet been rec'd. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
(B) (4).

Event description:
It was reported to boston scientific corp that during a pelvic floor repair procedure using an uphold vaginal support sys, the needle detached from a mesh leg assembly after the physician depressed the plunger to deploy it, inside the pt and the capio misfired. The needle was not located. The procedure was completed with another uphold vaginal support system, with no complications to the pt, who is reportedly "doing well" post-procedure.